Event description:
Boston scientific received information that during a patient follow up, it was noted that this pacemaker had less than 0.5 years of longevity remaining. There is a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
This device is scheduled to be replaced at a later date. However, once explanted the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or if the device is returned for analysis.